Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the syringe module detected the wrong syringe brand and/or syringe size when nurses are programming an infusion. For example, when the clinician inserts a ¿bd plastipak 1 ml syringe,¿ they sometimes have alaris detect this correctly, while other times it will detect a ¿bd plastipak 3 ml syringes.¿ further, the nurse cannot select a different syringe if they notice that the wrong syringe is chosen by alaris. They would allegedly be forced to go through the programming process again to get the alaris pump to try to detect the syringe correctly. There was patient involvement, but no patient harm.